Event description:
It was reported that the wake button was not functioning as expected. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.